Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level was 121 mg/dl, 160 mg/dl, 170 mg/dl, 190 mg/dl, 200 mg/dl, 250 mg/dl and 270 mg/dl and treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose events reasons why customer alleges insulin pump was under delivering because they were experiencing high blood glucose. The customer also reported that they were in auto mode at the time of reported event. The device will be returned for analysis.